Event description:
Customer reports inconsistent hemochron signature plus/act+ results vs. Heparin administration regimen. Time between act+ results and heparin administration not reported nor available at this time. Act+ baseline 118. Administered 25,000 units heparin bolus; subsequent act+s 426 and 365. Administered additional 10,000 unit heparin bolus; subsequent act+ 272. Administered anti thrombin 3 and 10,000 unit heparin bolus; subsequent act+ 234. Pt act+ evaluated on second hemochron signature plus instrument; high out of range error message. Per standard of care, protamine administered at conclusion of procedure; subsequent act+ 133 on second signature plus instrument.

Manufacturer narrative:
(B) (4). Manufacturer requesting product return from user facility. Awaiting response from user facility.